Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture, hardness, flattening, device displacement, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life.

Event description:
Healthcare professional reported right side hardening and contracture/hardness, baker grade unknown. Physician additionally reported it was firm and tender with right displacement with inferior flattening and patient suffered from bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of capacity for the enjoyment of life. Device status is unknown.